Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2012 during which the surgeon noted there was a recurrent hernia and that the mesh had contracted significantly and laterally. Surgeon then reduced the omentum from the recurrent hernia, lysed all adhesions and excised the old mesh and the surrounding scar tissue. It was reported that the patient experienced severe pain, nausea, and inflammation. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 08/19/2020. Additional information: a2, d3, g1, g2.